Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was hospitalized for pleural effusion. The following is based on the medical records received from the patient's treatment facility. The patient presented with a three day history of increasing shortness of breath with associated dry cough and chills. He denied fever, chest pain, diarrhea or hematochezia. The patient had difficulty with his pd catheter and incomplete draining. The patient also described sharp lower abdominal pain without clear precipitant and was relieved with passing gas. He was unable to sleep secondary to severe paroxysmal nocturnal dyspnea (pnd) and orthopnea. Chest x-ray showed large right pleural effusion treated with thoracentesis. The patient was initially treated on peritoneal dialysis then switched to hemodialysis before being discharged from the hospital on (B)(6) 2015. The pdrn stated it was unknown if the pleural effusion was product related.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.